Event description:
The technician found the brakes would not hold. No pt impact.

Manufacturer narrative:
The technician found the cause to be the brake cam had a groove in it. The technician replaced the brake cam and bushing to resolve the issue.